Manufacturer narrative:
The device was not sequestered by the customer. No device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported from clinical research unit that if one presses ¿channel select¿ and hits the up arrow (or down arrow) ¿ even without selecting a field (like rate, vtbi or dose) ¿ that the rate will increase (or decrease). This is true for guardrails drugs, guardrails IV fluids and basic infusion. Since the arrows are adjacent to the start key ¿ the nurse programming the device at uw health pressed the up arrow instead of start ¿ and unknowingly adjusted the rate up by one ml/hr. Per customer, the issue was not a specific device as the issue happens to other device. Device serial number wasn't available. It was also reported that the unidentified drug infusing through the primary line, at the time of the event, was a research medication, and per customer, not much was known if given at a fast rate for most of the infusion was harmful. The intended rate was 10ml/hour, when the up arrow was hit after pausing and trying to restart the infusion, the infusion went to 11ml/hour and was unfortunately started and infusion ran for about 6 hours that way. Although there was patient involvement, there was no adverse effects caused to the patient as a result of the event.